Manufacturer narrative:
E1 - initial reporter facility name: the first affiliated hospital of (B)(6). E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual, microscopic and media inspections were completed. Inspection of the device found that the wire within the burr catheter was not removeable. The burr catheter was soaked for a period of time to loosen the saline within the device to attempt wire removal. The wire failed to be removed. Photo media depicted a burr catheter with a wire visible at the tip end of the burr and the burr housing. No damage is visible in the provided media.

Event description:
It was reported that the burr was stuck in the lesion. A 1.25mm rotalink burr was selected for use in the left anterior descending artery. During the procedure, it was noted that the burr got stuck and could not be withdrawn. The burr was removed from patient's body and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. It was further reported that the burr got stuck inside the patient's body and could not continue rotational atherectomy. Consequently, the device and the delivery system had to be all removed as a whole. Furthermore, the angiography showed potential dissection, and the procedure could not be continued.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that the burr was stuck in the lesion. A 1.25mm rotalink burr was selected for use in the left anterior descending artery. During the procedure, it was noted that the burr got stuck and could not be withdrawn. The burr was removed from patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that the burr was stuck in the lesion. A 1.25mm rotalink burr was selected for use in the left anterior descending artery. During the procedure, it was noted that the burr got stuck and could not be withdrawn. The burr was removed from patient's body and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. It was further reported that the burr got stuck inside the patient's body and rotational atherectomy could not continue. The device and the delivery system were removed as a whole. Angiography showed potential dissection and the procedure could not be continued.

Manufacturer narrative:
(B)(6).